Manufacturer narrative:
The affected evita xl was manufactured in may 2002 and investigated by a dräger technician onsite. During the analysis a complete device check according to manufacturer specification was performed with special attention to the alarming behavior. The optical and acoustical alarms showed no problem and the pcb graphic-controller was determined to be the cause of the reported malfunction. Log book analysis confirmed the failure of the pcb graphic-controller. The device was repaired by replacing the affected pcb. The device reacted to the malfunction of the pcb by initiating a warm start in an attempt to solve the issue. During this time, the emergency-breathing valve opens allowing for spontaneous breathing and the device emits an audible alarm tone. After successfully completing the boot sequence (duration approx. 8 seconds), the ventilation is continued with the previous settings. Immediately after continuing the ventilation the device generates an audible and visual ¿mv low¿ alarm which lasts until the applied volume is above lower alarm limit again. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer that the device suddenly stopped ventilating and the screen went black. While the patient was hand bagged, the device restarted and functioned normally again. No patient consequences reported.